Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the physician that during puncture of the venous jugularis, he aspirated with the syringe. He noticed that only air was aspirating. The syringe was checked and found to be okay. Then punctured cannula was checked. When keeping the conus shut, blood could be aspirated normally. A rupture was noticed in the conus of the syringe. It was noted this occurred previously in another instance and was not reported.